Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his right thigh, right hip-joint, and groin; a clicking, popping, and grinding sensation emanating from his hip when he walks or otherwise moves; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; chromium and cobalt metal toxicity; and other complications. As a result of the pain, the patient has also developed a limp when he walks. Device experience report submitted by the sales rep indicates the patient was revised to address pain and elevated metal ion levels. Update 11/30/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and elevated metal ions (no labs provided). There was no mention of metallosis. An unknown stem and taper sleeve are being added for the reported high metal ions.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.